Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding implantable drug infusion pumps with unknown indications for use. No drug information was provided in relation to the pumps. It was reported by the representative that she had a couple pumps fail recently and had to be replaced. It was noted they were all already documented. No identifying patient/device information was provided. No further patient symptoms/complications were reported.